Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image, and vertical lines on the image, due to a damaged non-olympus cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the reported issues (no image and vertical lines) occurred because the video function did not work properly due to the damaged non-olympus cable. However, a definitive root cause could not be determined. During inspection and testing, service also found that a label was missing, the outer cover was faded, the coupler was not locking, and the switch was damaged. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was occasionally no image or image stripes when using the otv-s7proh-hd-12e hd autoclavable camera head (subject device) due to a cable contact failure. The issues were found when inspecting the device before use. The unspecified intended procedure was completed using another device and there was no delay in the procedure. There was no reported patient or user harm or impact due to this event.